Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood was present in/on the helix mechanism and its sleeve head. The tip seal was observed to be out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the right ventricular lead helix would not extend a second time. The lead was extracted and replaced. No patient complications were reported as a result of this event.